Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0157 boston scientific lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing palpitations. Occasional p-wave undersensing from the right atrial (ra) lead during atrial tachycardia/atrial fibrillation was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.